Manufacturer narrative:
H10: a thorough investigation was performed to determine the cause of the reported problem. The engineering team was not able to reproduce the reported issue. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq cvxi ultrasound system was not available during a critical procedure. A patient was in the cath lab with a suspected vsd (ventricular septal defect) following an mi (myocardial infarction) and required ultrasound imaging to verify. The ultrasound system was displaying error codes and was unable to boot up. The cardiac sonographer attempted multiple times to boot the system without success. Another vascular access machine was used to scan the patient to verify the vsd. At that points the catheterization procedure was stopped. The user again attempted to boot the ultrasound system after removing the batteries which was successful. The system was used to capture images for documentation of the medical condition. The patient¿s medical condition was determined to be terminal, and the patient died on (B)(6) 2024. The ultrasound system did not cause or contribute to the death. There was no reported patient or user harm associated with this event. The philips service engineer evaluated the ultrasound system and was not able to boot up the device. When attempting to download the log files they were found to be corrupted and not able to be opened. The engineer reloaded the software to repair the system. The system was tested and rebooted multiple times without failure. The system was returned to clinical use. Philips has started an investigation, and upon completion, a follow up report will be submitted.